Event description:
It was reported that the patient came for follow up after the lead integrity alert triggered due to noise oversensing. The lead was replaced and the patient developed pneumothorax. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.